Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer was assisted with clearing the alarm. Customer was able to clear the alarm successfully. Customer was able to complete rewind. Customer stated that they performed self test. Insulin pump did not pass self test. Customer stated that hardware low level failures alarm occur twice during self test. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The component code that was provided with the initial report was incomplete. The correct information has been included with this report in h6 section.

Manufacturer narrative:
Retainer ring = black customer returned insulin pump for alleged multiple insulin pump error found on (B)(6) 2022. The insulin pump passed the displacement test, but failed the self test. Insulin pump error appeared during the self test. Multiple insulin pump error were not found during testing. Test p-cap locked properly into the reservoir compartment. Successfully downloaded insulin pump history files and traces using thus software. Insulin pump alarmed a insulin pump error on (B)(6), 2022 at 19:20:13.000 or 7:20:13 pm. Insulin pump alarmed a insulin pump error found on (B)(6) 2022 at 00:07:06.000 or 12:07:06 am due to a software anomaly (file number = 2005, line number = 5632, esf # = 2610666). Insulin pump alarmed a insulin pump error found on the event date of (B)(6) 2022 at 17:04:40.000 or 5:04:40 pm (variable # = 3). Insulin pump was cut open to perform visual inspection and found a broken trace at pin # 6 sda on the u1 chip at the keypad assembly. No other physical or moisture damage on the electronic assembly, motor, and force sensor. However, there is moisture damage isolated to the battery tube. The following were also noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, label damage, and corroded battery tube. Insulin pump error was confirmed in the history files and traces due to a software anomaly (file number = 2005, line number = 5632, esf # = 2610666). Insulin pump error was confirmed in the history files and traces as a consequence of insulin pump error. Insulin pump error (variable # = 3) was confirmed in the history files and traces due to a broken trace at pin # 6 sda on the chip at the keypad assembly. Moisture damage was confirmed isolated to the battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.